Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for post implant follow up. Upon device interrogation, the right atrial lead exhibited high capture threshold. The lead was explanted and replaced on (B)(6) 2017. The patient was stable throughout the procedure.